Event description:
It was reported that during a laparoscopic hiatal hernia repair with mesh, lap nissan fundoplication and reduction gastric volvulus the device had a leaking seal. The trocar was replaced. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the seal cap of the device was split at the weld seam. A leak test was performed with a 12mm device inserted inside the device, and it was unable to hold a vacuum seal.